Event description:
A healthcare worker experienced a burn and pain on the left thumb. The worker rinsed burn with running water and the symptoms resolved within one day. No medical intervention sought. The reporter stated that the healthcare worker felt a smarting pain when they touched the water on the load. In the sterile bag were 5 pieces of forceps for laparoscopy; the entire film on one of those forceps was covered with drops of water. The cycle had completed successfully.